Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the complained extraction screw shows that it was broken due to mechanical overloading during use. Exceeding applied mechanical force, well beyond its calculated design may have caused the breakage of the tip. It is possible that the locking screw was completely blocked inside the locking thread or too strong tightening during insertion or some influence during healing process caused fretting of the screw in the plate. Therefore a too high mechanical force was applied while trying to remove it. Reviewing the manufacturing- and material document shows no deviation to the specification. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 during removal of a locking compression plate which was implanted on (B)(6) 2012; three out of six screws on the distal tibia were removed. It was reported that the surgeon noticed that the hexagonal part of the screwdriver shaft was worn and it had too much backlash from the beginning. After that, he tried to remove the remaining three screws, but the screw head spun around and could not grasp the screw. Then he used an extraction screw, but could not grasp the screws again. Since he felt insecure about the driver head, he gave up further removal, also the removal of the screws at the proximal side and closed the operation. There was no adverse effect on the patient, because the bone union was completed. The second removal operation is planned in three months. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Its confirmed attrition at the edge of the screw slid apart and this could be the cause of the problem. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.